Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One 6fr ik sheath and dilator were returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the dilator. The sheath tip is deformed. The deformation is bent on one side of the tip. The complaint can be confirmed for sheath tip deformation. The exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: expiration date: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The procedure involved very difficult access, primarily due to soft atheroma and very small vessels. At the end of the procedure, the patient suffered from a visible defect on the arterial wall, despite the use of a terumo angio-seal (outside IFU), which required surgical repair. The patient made a swift recovery and was discharged the following day. It is believed that the crinkle/crease in the rim of the defective sheath contributed to this issue. The patient was harmed, and we are awaiting further description from the consultant involved. This is classified as a serious injury. Additional information received on 01 apr 2025: there was a tear in the artery wall that required surgical repair. A terumo angio-seal was used during the procedure. The blood loss was less than 250cc. The patient is stable, made a full recovery, and was discharged the following day.